Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01511, 0001825034-2022-01510 and 0001825034-2022-01515. Medical products: item#: 115398, comp rvs cntrl 6.5x40mm st/rst; lot#: 941740, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 044810, item#: 180550, comp lk scr 3.5hex 4.75x15 st; lot#: 296340, item#: 12-113560, compr 10mm hum fract stem pps; lot#: 438080, item#: 010000589, comp rvrs 25mm bsplt ha+adptr; lot#: 010240, item#: 115310, comp rvrs shldr glnsp std 36mm; lot#: 140920. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a two stage revision arthroplasty of the left shoulder prosthesis approximately 16 months post revision arthroplasty due to infection, which caused loosening of the screws and led bone loss of the glenoid. The physician feels that the infection started after the initial surgery and that it has remained until this two stage revision when the infection was treated. No additional patient impact reported.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-01511-1 0001825034-2022-01510-1 0001825034-2022-01515-1 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a two stage revision arthroplasty of the left shoulder prosthesis approximately sixteen (16) months post revision arthroplasty due to infection, which caused the loosening of the implant and led bone loss of the glenoid. Due to this, the implant fractured. The physician feels that the infection started after the initial surgery and that it has remained until this two stage revision when the infection was treated.